Event description:
Consumer stated that the locking mechanism on a m91r power chair does not lock.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed. Consumer stated that there is a locking mechanism on the chair that keeps it from pivoting. (B)(6) 2012 first fall from device 11:40, consumer was taking chair to go eat lunch that's when discovered never had latch on it. Per dealership, no locking latch was originally on the front of the device. The consumer took the chair to the va on (B)(6) 2012, latch part was installed at va the va stated that they could not put the cane holder on. When they did put it on there were wires hanging out. Consumer explained the locking bar was having issues. The locking bar was put on at the va. The springs that hold the locking bar closed do not hold. The consumer stated that he injured his right leg while using the device, he will be seeking medical attention.